Event description:
It was reporter that the procedure was performed to treat a lesion in the left anterior descending (lad) with mild calcification and moderate tortuosity. After pre dilating the vessel with a 2.5x12mm unspecified balloon, the 3.0x33mm xience alpine stent was used at 10 atmospheres. A 2.75x12mm non-compliant (nc) balloon was used at 18 atmospheres for post dilatation and a distal edge dissection was noted. Another 2.75x18mm xience alpine stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.